Event description:
Information received from the field does not address the patient's clinical status but notes ventricular oversensing and no v entricular output. Also noted is possible first rib-clavicle crush.